Event description:
Ventilator turned off for about 5 sec. While on pt. Did this twice in a 5 min time block. Alarm went off and error code 02.02.003 displayed. Pt disconnected from vent both times. Pt's spo2 did not drop or have any other difficulties during these episodes. Changed out the ventilator. According to biomed analysis, logbook downloaded. Unable to replicate failure but noted same error code as reported on a previous date directing attention to the graphics controller. Graphics controller was replaced previously. After talking further with co, noted that graphics controller communicates between pneumatics and cpu boards. Both replaced and software downloaded with unit then performing to specifications.